Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped. The physician elected to perform an invasive procedure due to a fracture of the rate sensing port. A new rate sensing lead was implanted.